Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the visual inspection, a fractured inner conductor coil was noted at the distal end of the lead which can be considered the root cause of the clinically observed increased impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the impedance increased to over 2500 ohms and the lead was explanted due to suspected fracture. No adverse patient events were reported. Should additional information be received, this file will be update.